Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in the esophagus during a procedure performed on (B)(6) 2022. During the procedure, it was noted that the balloon burst while being inflated. The procedure was completed with another cre fixed wire dilatation balloon. There were no patient complications reported as a result of this event.